Manufacturer narrative:
A visual examination of the returned obtryx system revealed that the mesh assembly was returned in two pieces. Both pieces appear stretched. The event as reported cannot be confirmed because the mesh most likely stretched during removal. Cut sleeves were returned with dilator/association loops attached. The blue centering tab was not returned. Analysis revealed no damage to either delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that an obtryx curved single system device was used during a pubo - vaginal sling procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician noticed an "abnormality with the mesh" as she was beginning to pass the sling through the tissue. She cut the mesh in half and pulled out both pieces of mesh from the patient. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
UDI=(B)(4). Mfg site name - (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an obtryx curved single system device was used during a pubo - vaginal sling procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician noticed an "abnormality with the mesh" as she was beginning to pass the sling through the tissue. She cut the mesh in half and pulled out both pieces of mesh from the patient. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.